Manufacturer narrative:
This report was filed in error as a duplicate. This incident was originally reported under MFR report number 1221359-2022-04779. Any updates, including investigation conclusion, will be submitted under MFR report number 1221359-2022-04779.

Manufacturer narrative:
Patient weight: 70.3 kilogram. The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a false positive result with the ID now covid-19 assay performed on (B)(6) 2022 using a direct tested anterior nasal swab sample. Retesting was performed on the same day with the ID now covid-19 assay and generated a negative result. Confirmation pcr testing was performed on (B)(6) 2022 that generated a negative result on a nasopharyngeal sample. The patient was reportedly asymptomatic.